Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Healthcare professional reported "according to the MRI findings, the implants were intact, but during the explantation, it was noticed that one was ruptured. The silicone only leaked from a fracture point under pressure; otherwise, it was not visible at first glance." Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Healthcare professional reported "according to the MRI findings, the implants were intact, but during the explantation, it was noticed that one was ruptured. The silicone only leaked from a fracture point under pressure; otherwise, it was not visible at first glance." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.